Event description:
It was reported that during device change out procedure, the pulse generator exhibited loss of output. The patients heart rate was between 30 to 40 beats per minute. The device was explanted and replaced. It was noted that after explant, the device could not be interrogated. The patient was fine after the procedure.